Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously low results for hlh (human luteinizing hormone) and hfsh (human follicle stimulating hormone) on two pts' samples. The customer also obtained elevated ft3 (free t3) results on a third pt's sample the result were generated on the access 2 immunoassay system. The customer did not have enough sample to repeat the testing. The initial erroneous results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched for this event. A bci field service engineer (fse) did not evaluate the instrument. After further investigation with the customer it was determined that the customer shared packs between instrument. Customer error due to reagent pack sharing is the root cause for this event. This is 2 of 3 separate MDR reports related to 3 pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-04799 and 2122870-2011-04801 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.